Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reported that when removing the uvc from the patient's umbilical artery, the catheter broke. The catheter was not difficult to secure and was secured with silk tape, a skin stitch, and both extremes of the suture were fixed in the catheter using surgical tape. It was inserted into the patient's umbilical artery on (B)(6) 2012 and the line was flushed with physiological saline. The area was cleaned with alcohol and chlorhexidine. On (B)(6) 2012, the uvc was removed and the tip of the catheter had to be removed from inside the vessel using pincers. It was not replaced and the patient is doing well.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.